Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), a pre-existing chordal rupture, and a history of papillary muscle plication. During the procedure with a mitraclip xtw, deployment was performed after grasping a2p2 leaflets. It was confirmed via fluoroscopy that the clip had opened to 15 degrees after the delivery catheter (dc) shaft separated from the clip. The mr increased slightly from the top of the clip, and no additional treatment was needed as the clip was stable on the leaflets. As originally planned, an nt clip was placed on the a1 and p1 leaflets. The mr was reduced to grade 1. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).